Event description:
The customer received analyzer alarms indicating the water level was low in the bath. While performing a water bath exchange, the customer noticed one of the wires for the lamp was burnt. The customer stated she would not be using the analyzer due to the heat coming from the lamp. There were no injuries to the operators. There were no patients involved in the event. The field service representative determined the lamp heated up and burned a wire after the alarms. He found there was a fluidics failure in the main water pump. He primed the pump and verified the instrument was operating normally.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.